Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va2xkrw, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an manufacturing representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the surgeon requested a new lead during the procedure due to the lead not getting a response from the patient when it was tested prior to deploying the tines. They believed there may have been a fault in the lead because the patient had responded when the needle was tested. They used a new lead. The cause was unknown, but using the new lead resolved the issue.

Manufacturer narrative:
H3 analysis of the returned lead revealed the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.